Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. Three of the wires on the basket had broken at the proximal end of the basket but were still attached at the distal end of the basket. The basket extended and retracted without resistance with the broken wires remaining outside of the catheter. Under magnification of the broken wires evidence was found of embrittlement of the wire material. The fracture points of the basket wires were found to be close to the basket's proximal solder point. Debris was observed within the basket wires. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production leadership, quality engineering, and manufacturing engineering on (B)(6) 2023. It was determined that the wires had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wires was traced to the soldering process. Based on the visual examination it appears the basket wires were embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an unspecified procedure, the physician prepared to use a cook memory eight wire basket. It was reported that when the user opened the package they discovered the basket wire broken. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.